Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use for cardiopulmonary bypass, the main circuit breaker for these pump system was tripped, causing the system to switch to battery backup power. The user was not aware that the system was running on backup power, and allowed the batteries to become depleted. There was no adverse consequence to a patient as a result of this event.